Event description:
It was reported by the affiliate that the (1) er420 was used during a laparoscopic gastrectotomy procedure. It was reported that the clip was malformed. The case was completed with another device and with no pt consequence.